Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. As previously reported, no data was provided for evaluation. The allegation and a probable cause could not be determined via product investigation. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, around 7:00am, the patient was feeling dizzy, lethargic, and began vomiting. The patient¿s ketone level was very high (4.6). The patient¿s mother called emergency medical services. Once ems arrived, the patient¿s cgm was reading 156 mg/dl, and the bg meter was reading 450 mg/dl. The patient was wearing a tandem insulin pump. The patient was transported to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with insulin and IV fluids. At some point in the ER, the patient¿s cgm was reading 177 mg/dl, and the bg meter was reading 331 mg/dl. The patient was discharged on (B)(6) 2024. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.